Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was found on a minicap. This issue was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this . A visual inspection was performed with the naked eye. The sample was returned with the aluminum foil peeled. A black spot was noted on the surface of the cap. The black spot was confirmed as polyethylene by infrared spectrum analysis. The reported condition was verified. The cause was determined to be related to the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.